Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to multisystem organ failure.

Manufacturer narrative:
H6 (health effect - clinical code): multiple organ dysfunction syndrome - 3261. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) are currently available. Section 1 of the IFU lists multiple organ dysfunctions/failures, sepsis, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Although only sepsis was reported by the account, several sections of the heartmate 3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to multisystem organ failure. The cause of the multisystem organ failure was septic shock. The patient experienced hypotension leading up to their death. The patient was treated with vasopressor therapy and broad spectrum antibiotics. The patient's death was not considered to be device related and the device operated as expected.